Event description:
A customer reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The issue resolved itself after the pump was left plugged in for a while, and the customer was advised to monitor the situation and follow up if necessary. No further action was required.